Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument was noticed to have the instrument head broken. The customer used a spare instrument to complete the procedure. Fragments fell inside the patient and were retrieved from the body during the same procedure. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the supervising nurse responded that the instrument was inspected prior to use and there was nothing wrong. The surgical task being performed at the time of the fragment fall was grasping. The surgeon believes the issue was due to the instrument. The instrument was in use for about an hour prior to the issue. No issues with functionality were noted. The fragment fell during an instrument tip/accessory collision. The instrument was removed during the procedure prior to the breakage and the wrist was straightened prior to removal. The surgical staff felt resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and resistance was felt. No other instrument damage or cannula damage was noted after the event. The assistant removed the fragment with endoscopic instruments. The assistant and nurse confirmed all fragments were retrieved. No additional surgical procedure or post-operative testing were required. The procedure was completed robotically. It was not known whether the patient had returned to the hospital due to experiencing a post-surgical complication related to retaining a foreign object. The instrument was noted to be available to return, however the retrieved fragment was reportedly discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece, approximately 0.52" x 0.10" was not returned. The instrument was found to have damage to the teflon pad with material missing. The damaged material was approximately 0.05¿ x 0.02¿ and was not returned. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece detached.